Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter had an issue with the "ok button". The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The pt tests her blood glucose 3 times a day. She manages her diabetes via metformin 500 mg once daily. The pt stated that the alleged issue began 4 to 6 months prior to contacting the lfs. The pt stated that during that time, she replaced the batteries and the meter showed the set up screen for the date and time. This required the use of the ok button to confirm the date and time set up. When she reportedly tried confirming the selection, the " ok button was not responding." The pt stated that because of the reported issue, the subject meter restricted her from testing. The pt reportedly was not getting any readings on the subject meter and was not testing after the reported issue began. Following the reported issue, she reportedly continued taking her usual dose of metformin 500 mg once daily. At an unspecified time, after the reported issue, she reportedly experienced "shakiness, dizziness, sweatiness and tiredness", which according to the pt were typical of "low symptoms." She also felt "hungry and could hardly think." The pt reportedly did not receive/ require any medical treatment for the diabetes. The pt was not tested on any other meter. During the troubleshooting, the cca noted that the "ok button" was not responding. This was not a new product and this was not an intermittent issue. There was no misuse of the meter. The cca verified the functionality of the ok button, but the reported issue was not resolved. Replacement products were sent to the pt. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.